Event description:
During follow-up, the physician was unable to communicate with the device. Several unsuccessful attempts to troubleshoot the device were made. X-ray confirmed that the device was in the proper position. The decision was made to explant the device.